Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air escaped from the sheath while inside the patient, despite initial aspiration being completed. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.